Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that the cuff on a smiths medical portex north polar ivory endotracheal tube the cuff would not stay inflated, when inflating the cuff. No reported adverse patient effects.